Manufacturer narrative:
All information provided by manufacturer, (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device reached eol prematurely. The device was explanted and replaced without complication. The patient tolerated the procedure well.